Event description:
Philips received info from a customer site that the operator noticed an "electrical odor" while they were performing a pt scan on the skylight az camera. The "electrical odor" went away so the operator elected to continue with the pt scan. A svc call was placed to a philips svc engineer to evaluate the sys. There was no report of smoke or fire. There was no injury to pt, operator or bystander with this issue. Philips svc engineer evaluated the contents of the ups cabinet and found there was battery acid leakage which was visible on the outside of the ups battery case. The battery acid leakage was contained inside the ups but did not contact electronic components or have the battery storage area (shelf). The philips svc engineer diluted and wiped up the small amount of acid leakage. One of the damaged battery modules were removed from the ups.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of investigation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, during clinical use of the skylight az imaging system at (B)(6) hospital, the operator noticed an electronic odor in the room. There was no report of smoke or fire. The odor did not affect performance of the system and the operator continued to use the system clinically. Although the electronic odor dissipated after a short time, the operator contacted philips customer care solution center, and a field service engineer (fse) was dispatched to the site. The fse removed the covers and inspected the contents of the powerware prestige 6000 uninterrupted power supply (ups) and found that one of the battery modules had expired. The last battery on the circuit was found to be overheated and emitting an odor. Upon further evaluation, the fse observed the battery was leaking liquid acid at the top of the cell, and a small amount of battery acid was present on the top shelf of the ups. He diluted the battery acid and wiped it off the shelf. He confirmed that the battery acid did not contact any other electronic components in the ups or leave the battery storage shelf. Power was removed from the ups and the failed battery disconnected from the circuitry until a decision was made by the site administrators on how to proceed with repairs the hospital decided to keep their current configuration of the ups and replace the batteries. On (B)(6) 2013, (B)(4) npx-25 batteries were replaced. The expired batteries were recycled by the hospital, and not available for return to philips for investigation. The fse provided the serial number ((B)(4)) and model number (d45240070120) of the ups at the site. Ami engineering evaluated the issue and determined that the risk is acceptable for this issue. The following mitigations apply: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa). The skylight imaging system has been designed to and tested to verify conformance to the following standards: (B)(4), medical electrical equipment. Part 1:general requirements for safety. Multiple design mitigations are implemented by the battery and ups manufacturers to avoid the risk of exposure to hazards related to battery failure. The root cause could not be determined since the ups battery was disposed of on-site and not returned to philips engineering for investigation.